Manufacturer narrative:
Additional data: b5. H6 coding has been updated to reflect completion of the investigation.

Event description:
The patient was reported to have rheumatism and poor bone quality.

Event description:
A customer reported that an oasys polyaxial screw migrated intra-operatively and perforated the patient's cortical bone. It was further reported that the patient's lateral mass fractured. The procedure was completed with no surgical delay. The patient was reported to have paralytic symptoms in their left upper limb two weeks post-operatively, and a revision surgery was subsequently performed.